Event description:
It was reported that following an advance sling implantation, the patient experienced incontinence that was worse than baseline and another continence device was implanted on (B)(6) 2014. No additional patient complications have been reported in relation to this event